Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the colorectal open procedure, the staple line was incomplete. The doctor gave an overdose on the suture rhyme as a result. There will be an additional operation performed to correct the issue. There was unanticipated tissue loss as a result of this problem. The surgical time was extended 30 minutes or more due to the product problem. Patient had temporary injury - during the anastomosis end to end was not completely confirmed in one point. Patient status: alive - no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received doctor over-sewed the tissue with suture. The incomplete staple line repaired with a reinforcement suture. No additional tissue resection need to be performed. Recanalization was performed.